Event description:
It was reported that during surgery the rod was broken. The instrument broke inside the patient. S&n backup device available and the procedure was delayed less than 30 minutes due to this incident.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device is heavily worn with many nicks, gouges and burrs on the cutting edges. The device was manufactured in 2001 and exhibits signs of extensive wear/usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Credit will be issued for the device.